Event description:
It was reported that four hours into patient use, the trach cuff deflated and water was released into the patient. The issue resulted from a slit in the cuff. A trach tube change was performed as a result. No further complications were reported in relation to this event.